Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, weight to the spec, wear abrasion, and opening. A microscopic analysis was performed which identify crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed to a fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown, and "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown, and "crease/folding of implant." Device has been explanted.